Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg pocket site. Surgical intervention may take place as the next course of action.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2017 and the patient's ipg was relocated.